Event description:
It was reported that right hip revision surgery was performed due to metallosis.

Manufacturer narrative:
It was reported that right hip revision surgery of a bilateral bhr patient was performed due to metallosis. During surgery, the bhr head was removed. It was also noted that a competitor¿s dual mobility device (biomet products) was implanted at the time of revision, alongside the remaining bhr cup. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Patient with contractures of bilateral knees and hips (unknown if developmental) underwent bilateral thr surgeries approximately 8 years post implantation due to metallosis, pain and elevated metal ion levels. Right hip- during the revision of the right hip the surgeon noted mild synovitis around the cup, intra-articular clear greenish yellowish of fluid, and osteolysis around the proximal neck from the femoral head implant. Soft tissue was intact and no fluid or necrotic pockets seen. Patient had undergone mris and several chromium levels which were elevated to 3.3mcg/l and are high of normal. It is to be noted in an office visit note the patient was involved in a mva approximately 4 months post bilateral hip implantations. The reported elevated metal ions, intraoperative findings of osteolysis, greenish fluid and synovitis, are consistent with findings associated with metallosis; however, without the supporting pathology results, imaging, and/or the analysis of the explanted components, the root cause of the hip pain, elevated metal ions, reported events, intraoperative findings cannot be concluded or if these findings are associated with a mal-performance of the implant. However, unable to rule out the mva occurring approximately 4 months post implantation nor the horse kick in the buttocks 5 years pre-revision as contributory factors to the patient¿s symptoms. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. It was also noted that use of a competitor¿s dual mobility device (biomet products) was implanted at the time of revision, alongside the remaining bhr cup. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.